Manufacturer narrative:
Final analysis found the insulation abraded at 6.9 cm from the connector pin. This condition was probably the cause of the noise reported in the field. The location of the abrasion is consistent with a case where friction occurs between the lead and generator can.

Event description:
It was reported that the atrial lead had a history of inappropriate automatic mode switches due to noise. During the lead extraction, insulation degradation was noted. The lead was replaced.